Event description:
A site representative reported that while in a navigated spine procedure, the screwdriver was twisted. The site had an alternate instrument set sterilized and used the driver within the alternated instrument to proceed with the surgery. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information has been requested, but is unavailable from the site at time of this report. RMA for the driver issued. Replacement part shipped to site (B)(4) 2012. Medtronic evaluation of returned part finds that as reported, the tip of the instrument is twisted, but otherwise intact.